Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain is really bad/ bad cramps') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("belly is swollen"), depression ("depressed") and stress ("stressed"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, depression and stress outcome was unknown. The reporter considered abdominal distension, depression, pelvic pain and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: lower abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaints. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain is really bad/ bad cramps') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("belly is swollen"), depression ("depressed") and stress ("stressed"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, depression and stress outcome was unknown. The reporter considered abdominal distension, depression, pelvic pain and stress to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: lower abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 27-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.